Manufacturer narrative:
On december 28, 2021, mentor became aware that patient's impacted device was for right side. Serial number (B)(6), lot 6981544. A manufacturing record evaluation was performed for the finished device 6981544 number, and no non-conformances were identified. On january 6, 2022, the mentor failure analysis lab has received the device for evaluation. Patient had an explantation on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on january 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2022, mentor became aware that patient experienced a rupture was erroneously omitted in follow up report 1. Manufacturer¿s reference number: (B)(4). Field h6 was updated. The updated investigation of the returned device was completed by the failure analysis lab on january 24, 2022. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 475cc breast implant after being involved in a car accident. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 475cc mentor memorygel breast implant experienced left sided chest injury post procedure. Patient was involved in a car accident on an unspecified date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).